Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 32 mg/dl at the time of incident. The customer's blood glucose was 15 mg/dl at the time of admission. The customer's current blood glucose was 256 mg/dl. Troubleshooting did not find any issues with the insulin pump. The customer was advised to monitor the insulin pump and call back if the issue persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08710 inches. Device received with minor scratched display window and case.